Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, mail and email. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, he experienced blurry vision, fluctuating distance vision, fluctuating near vision and distorted vision. The iol was repositioned approximately six weeks following implantation. He also reported that a hemorrhage occurred during the surgery. After surgery the patient had a chorioretinal hemorrhage and was diagnosed with glaucoma. The patient was started on medication to treat the glaucoma. Additional information has been requested.